Event description:
It was reported the implantable neurostimulator (ins) ¿feed was tight.¿ it was ¿too tight¿ for the lead to be inserted and the customer noted that they would not ¿force¿ the lead into the ins. It was later added that the setscrew would not fasten. The customer could not feel the setscrew tightening and it was indicated that ¿maybe there was no screw.¿ a different ins was used and there was no problem with inserting the lead. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that the setscrew was backed out too far.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.